Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a n eurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the healthcare provider¿s on call partner saw the patient, and their generator (ins) eroded through their skin. The patient was then scheduled to meet with their managing physician on (B)(6) 2019 to assess appropriate next steps. Additional information was received from a manu facturer representative. It was reported that the device was removed at an unknown date when the rep was not present. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.